Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the reported issue. Customer had elevated blood glucose (bg) levels; however, customer did not provide a bg value. Customer delivered a manual injection and changed the cartridge and infusion set to address bg levels.